Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and trouble focusing. The lens explant was planned. The clinical reason for the planned explant was small defect at equator remained centered and lens subluxed inferiorly after a fall. Additional information was received stating the lens was explanted and replaced with another lens in a secondary procedure.